Event description:
During a pci procedure, the balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the lcx. No patient injuries or complications were reported.